Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained ventricular tachycardia episodes were observed. Review of strips noted intermittent undersensing. Patient will be called in clinic for further testing and device reprogramming.